Event description:
The customer stated that she was taken by ambulance to the hospital due to hypoglycemia. The reported blood glucose reading was 20 mg/dl. The customer stated that her blood glucose has been going low after meal boluses. Troubleshooting was performed, and the insulin pump was programmed and reading the reservoir volume correctly. The displacement test passed. The customer was disconnected during the manual prime. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.